Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had under infusion with compounded medications was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported customer has noticed increased infusion times with compounded medications. Customer states the bags completely deflate, and some develop tension in the drip chamber. There was patient involvement however outcome is unknown. Although requested, additional information was not provided.

Event description:
It was reported customer has noticed increased infusion times with compounded medications. Customer states the bags completely deflate, and some develop tension in the drip chamber. There was patient involvement however outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.